Manufacturer narrative:
Analysis was not able to confirm the customer comment that the case of the external pulse generator (epg) won't seal. It was also noted that the upper case was dented, the lower case was broken and the keyboard was scratched. The battery drawer o-ring was missing and the liquid crystal display (lcd) was out of specification, electrical. The device was returned unrepaired to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the case of the external pulse generator (epg) did not seal. The epg has been returned for service. There was no patient involvement reported with this event.